Event description:
Reporter indicated a vns therapy pt presented at a regularly scheduled office visit with the vns therapy system turned off and her seizures had returned. Good faith attempts to obtain add'l info have been unsuccessful to date.